Event description:
It was reported that the implanted cardiac monitor was reading arrhythmia as sinus tachycardia. The monitor remains implanted, out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).